Event description:
Pt reported device system set off theft detector at grocery store. Pt had stimulator turned on. Pt reported still having pain at implant site of the lead and extension. Pt reported the md suggested physical therapy. No report of device explantation. A follow up report will be sent if add'l info is received.